Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor smooth round moderate plus profile, 275cc breast implant experienced left-sided deflation, and bilateral ptosis post procedure. As a result, patient underwent bilateral replacements as follow: l/cat#: 3502275, sn#: (B)(4), r/ cat#: 3502275, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Suspect device received on november 30, 2021. Device evaluation completed on december 07 , 2021. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 275cc returned device. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).